Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4), no consequences or impact to patient, unknown. Lens has not been returned. (B)(4). Other: lens has not been returned.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic torn. There was evidence of reddish residue. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The reporter stated there was a loading problem with an (B)(4) silicone aspheric three piece lens, there was patient contact but no injury. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.